Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, when the pressure wire was advanced, it became stuck in the vessel. A balloon was used to cross the wire and the device was able to be removed. There is no further information available despite multiple attempts made.